Manufacturer narrative:
The device has not been explanted if it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient complained about a deterioration in her hearing perceptions. The sound has alternately worsened. Spontaneously become better and then worse again. There is a 'boom' sound in the patien'ts perception. Testing confirmed that the device has malfunctioned.